Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level in the 300's (mg/dl) and it was addressed with a bolus via the pump. The contact was unsure of the suspected cause of the bg level and declined troubleshooting as the bg level started to lower since the bolus was delivered.